Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. It was a control release needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/11/2020. Additional information: d10. H3 evaluation: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A detached needle, and a dispensed suture of product were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the opened sample, the assignable cause of the suture needle pull off is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient to keep the needle/suture union during transportation or use.